Event description:
It was reported that a user experienced signal loss between a dexcom g6 and the ilet, with a ¿transmitter not found¿ alarm, after which the agent assisted in identifying the correct transmitter ID, repairing the sensor, reconnecting to the ilet, and restarting ilet therapy; the issue aligned with an intermittent communication failure involving the antenna and electrical/magnetic components. Symptoms included hyperglycemia with sensor readings reported as high. Outcomes included no health consequences or lasting impact. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure traced to the antenna within the device¿s electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.